Event description:
While pre-drilling for screws, drill bit broke off in patient's bone. Core drill reducer set at 24000. Drill bit information: kls martin 1.1 x 50 twist drill 7 mm stop, ref. 25-452-07-91. Surgeon determined it would be more harm to the patient to attempt to remove it than leave it in. Drill bit reported to kls martin as well.